Event description:
According to co's customer an erroneous accu tni result was generated by an access 2 instrument. An accu tni result of 0.57ng/ml was reported out of the lab. The physician questioned the accu tni result. The lab retested the original sample in duplicate. The accu tni results were 0.07ng/ml and 0.08ng/ml. Both repeated values were reported out as corrected results. The customer has not received any reports of injury requiring medical intervention or change to pt treatment attributed to or connected with this event.